Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that the right ventricular (rv) lead exhibited inadequate threshold values. During revision of the rv lead, the device was disconnected. After replacement of the rv lead, it was impossible to attach the torque wrench to the setscrew of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.